Event description:
Additional information received reported that the patient¿s spinal segment of the catheter was revised on 2015-01-02 and that it ¿looked like when the previous segment was anchored, a v-shaped kink formed at that site." There were no segments left in the intrathecal space that were not in use. The patient has been doing well since the revision. The manufacturer¿s representative did not have the patient¿s other medications or medical history and was unable to recall the drug information from the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: corrected model/serial #: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
It was reported that the patient was seen for a dye study, and the healthcare provider (hcp) was unable to push dye through the catheter access port (cap). A catheter revision was to be scheduled. There were no patient symptoms, and the patient status at the time of the report was alive no injury. The pump system was being used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).